Event description:
It was reported through clinic notes received on (B)(6) 2012, that the patient had been experiencing increased severity and duration of her generalized tonic clonic seizures in december 2010. She was experiencing these seizures 10 times/ day and it was noted that they were progressing with duration increased to 20-40 seconds. At that time, the patient's medications were adjusted. Additionally, the signal frequency was increased to 30hz, however this was again decreased due to coughing. Attempts for additional information have been unsuccessful to date.

Manufacturer narrative:
Relevant tests/laboratory data: corrected data: the most recent diagnostics were inadvertently omitted from the initial report.